Event description:
The user has not worn her processors consistently over the past few years and communicates primarily through amercian sign language. She recently received an upgraded processor system for her left ear and was being reactivated. At this appointment, a significant change in impedance was noted. Audibility was only reported by the user on two channels. The user underwent a revision surgery on (B)(6) 2021. This report refers to 9710014-2021-00511. For further information please refer to this report.